Event description:
The initial attorney report alleged seroma and non-surgical invasive procedure after the implant of a parastomal hernia patch. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003: repair of large incarcerated ventral hernia with implant of a composix kugel mesh. On (B)(6) 2007: repair of parastomal hernia with implant of bard parastomal hernia patch. During this procedure the previously placed composix kugel mesh was explanted. It was noted to have a fractured piece of plastic embedded in the mesentery of the small bowel. On (B)(6) 2007: patient presented to the ER with sudden, severe pain. Diagnosis was seroma. Aspiration performed. On (B)(6) 2007: patient presented to the ER with vomiting. Small bowel obstruction was found and resolved. There is no operative intervention noted in the records provided.

Manufacturer narrative:
The patient has multiple co-morbidities including chron's, seizure disorder and gi bleeding. The patient presented to the ER less than two weeks after implant of a bard parastomal patch and was diagnosed with a probable post op seroma resulting in aspiration of blood. Operative notes state no infection. There was no indication that the mesh was defective, or that it contributed to the patient's reported problem. The device remains implanted. The medical record indicate that the patient was treated for seroma, which is a known possible adverse reaction listed in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. With the currently available information, no firm conclusions can be drawn. With the currently available information, no firm conclusion can be drawn. In additional event and/or evaluation information is obtained, a follow-up MDR will be submitted. Note: the original composix kugel mesh that was explanted on (B)(6) 2007 was reported to the FDA via (B)(4).